Manufacturer narrative:
(B)(4)

Event description:
The patient stated that he received erroneous results when testing with coaguchek xs meter serial number (B)(4). On (B)(6) 2017 at 9:03 a.m., a sample from the patient was tested on the meter, resulting as 6.7 inr. On (B)(6) 2017 at 9:06 a.m., a sample from the patient was tested on the meter, resulting as 3.7 inr. The patient stated that he held coumadin/warfarin medication on (B)(6) 2017. He took a half dose of coumadin/warfarin on (B)(6) 2017. On (B)(6) 2017, a sample from the patient was tested with an unknown laboratory method, resulting as 1.7 inr. On (B)(6) 2017 at 9:21 a.m., a sample from the patient was tested on the meter, resulting as 3.6 inr. On (B)(6) 2017 at 9:25 a.m., a sample from the patient was tested on the meter, resulting as 2.7 inr. The customer stated that he reported the lower meter values to the doctor. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2 - 3 inr. The patient's testing frequency is every 2 weeks. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient did not have any medication changes, diet changes, or illnesses. The patient had no symptoms of bleeding or bruising. The patient states that he has normal bruising for being on a blood thinner and did not need treatment for the bruising. The patient did not remember if the internal quality controls passed on the meter. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 247896-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications.

Manufacturer narrative:
The patient's meter and test strips were returned for investigation. The returned strips and retention meter were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.0 inr. Donor 2 inr: 2.4 inr. Donor 1 hct: 44%. Donor 2 hct: 42%. Testing results: donor #1: master lot: 2.0 inr. Customer strip and meter: 2.1 inr. Donor #2: master lot: 2.4 inr. Customer strip and meter: 2.4 inr. All inr values were within the specified maximum difference between measurements. The patient samples were always identified as blood. No error messages occurred. The returned material and the retention material meet specifications. (B)(4).